Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was missing data despite being in use. There was no reported impact to customer's blood glucose. Although requested, customer did not upload pump for investigation by tandem technical support.